Event description:
Additional information received. Catalog no. 38am-4004.

Manufacturer narrative:
This is the same event as 3010536692-2016-00116.

Event description:
Allegedly, patient was revised due to mom complications.

Manufacturer narrative:
Additional information received to include patient and product information.